Manufacturer narrative:
This report is submitted on august 21, 2021.

Event description:
The device was explanted (B)(6) 2021 due to facial paralysis. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 09, 2021.